Event description:
It was reported that numbers were not coming up on the customer's insulin pump. The customer stated he had not used his insulin pump for two months and wanted to resume pump therapy. The customer's girlfriend also reported that the customer could not exit the preparing to prime loop. Troubleshooting was able to resolve the issue. It was also reported the customer was hospitalized on (B)(6) 2014 for high blood glucose. The customer's blood glucose was 600 mg/dl at the time of admission. Customer stated he had woken up with high blood glucose and treated himself with 20 units of insulin prior to being hospitalized. The customer's blood glucose was 118 mg/dl at the time of the call. Troubleshooting found the customer had received a no delivery alarm, weak battery alarm, and battery out limit alarm in the alarm history. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.